Manufacturer narrative:
Approximate age of device ¿ unknown, as date the device was issued to the patient was not provided. The mobile power unit remains in clinical use and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that log file review by the manufacturer's technical service representative revealed a no external power alarm when the vad system was connected to a mobile power unit (mpu). The no external power event may have been as a result of the mpu ac power cord coming loose from the mpu connection point. The customer reported that despite multiple interventions, education and reminders , the patient continues to purposely disconnect from both power sources without using batteries when they go to the bathroom at night. The patient purposely uses the backup battery to power the vad during this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed the report of no external power alarms. There was one no external power event captured in the submitted system controller event log file occurring on (B)(6) 2018 at 19:47 which appeared to be associated with the loss of ac power while the controller was connected to an mpu. These events could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or the loss of power to the home. The controller's backup battery powered the pump during the no external power event. Also of note, there were several backup battery fault alarms captured in the log file, beginning on (B)(6) 2018. The log file appeared to show the backup battery ribbon cable having been reseated. This was addressed in (B)(4). The remainder of the file was unremarkable. The pump appeared to function as intended. The hmii patient handbook contains an alarms and troubleshooting section which describes all alarm conditions, including no external power alarms, as well as the appropriate actions to resolve each alarm. In the case of a no external power alarm, the user is instructed to immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). No further information was provided. The manufacturer is closing the file on this event.